Event description:
During the shift check, the autopulse platform (sn (B)(6) displayed a user advisory (ua) 18 (max take-up revolutions exceeded) message with no manikin placed on the device. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed a user advisory (ua) 18 (max take-up revolutions exceeded) error message was confirmed in the archive data but was not confirmed during functional testing. Per the reporter, there was no manikin on the platform when the error message was displayed. When there is no weight on the device, the autopulse is designed to pull the lifeband all the way down and prompt ua18. The archive data review showed multiple ua18 error messages to have occurred on the customer's reported event date, thus confirming the reported complaint. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.